Event description:
Ventilator sigh pressure changed from -16 to -25; no alarm sounded. Review of nursing notes indicate pressure change as of 1/26/94, although nursing staff did not realize until 2/1/94 this change was not md ordered and called observation to the attention of family, co, and MFR on 1/26/94, but technician denies changing settings. Co mgr stated it may have been caused by software defect and replaced unit 2/10/94 (family and co corected pressure on 2/1/94).